Manufacturer narrative:
Additional information provided in a.1., b.3., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's left eye was finished successfully without any technical issue. The user operated not within the recommended canal spot setting. The canal spot was set at five microns; the recommended canal spot setting is four microns. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No device related issues were identified based on the provided data. The investigation showed patient and/or handling related factors, that may contribute to an outcome similar to the reported event. Therefore, the case is coded as "inconclusive - other". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap appeared thinner than expected in the unknown eye of a patient, during refractive surgery. No patient information and medical report was available.